Event description:
Consumer complaint of low blood results. The customer called stating the meter is giving her low blood results. Previous blood readings: 42,62,52,53,93 mg/dl. Customer ran back to back blood tests/ results: 42 and 35 mg/dl.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/21/2013).